Manufacturer narrative:
The reported events were ¿issue with stimulation and capture¿. The reported event of capture issue was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. Hi-pot testing was performed and arcing of current was noted at the distal region of the lead. Visual examination of the lead found no anomalies except for the damage found at the distal region consistent with procedural damage.

Event description:
It was reported, during implant procedure. That the right ventricular lead exhibited a capture issue and extra-cardiac stimulation. The lead was exchanged. There were no patient consequences.